Manufacturer narrative:
Analysis was normal. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Event description:
It was reported that the patient expired while hospitalized for syncope. The patient went into ventricular fibrillation, and the device did not deliver therapy. External defibrillation was unsuccessful. The device was interrogated and no stored events were found. It was noted that the r-wave amplitude was chronically low and that trending showed a recent decrease. The physician suspects undersensing and failure to deliver therapy.

Manufacturer narrative:
(B)(4).